Manufacturer narrative:
It was reported that values programmed for ventilation changed. The ventilator was investigated by our field service engineer on site and the nozzle units were found damaged, most likely due to a wrong fitting in the module caused by the user. The nozzle units were replaced which solved the issue. Further, the expiratory channel printed circuit board was also replaced upon customers request. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that values programmed for ventilation changed. There was no patient harm. Manufacturer's ref #: (B)(4).